Event description:
Customer reported that the unit runs for 15-20 minutes, then gives a "restart error", beeps 4 times and restarts automatically. Per key market, there was no patient involvement reported.